Manufacturer narrative:
Block a2: the patient's exact age was not reported; however, the patient was reported to be over the age of 18. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the device could not be inserted and upon removal, it was noted that the tip of the dilator was kinked. Consequently, the procedure was cancelled. During a cryoablation procedure, a crbs polarsheath steerable sheath was used to treat atrial fibrillation. It was noted that the device could not be used for internal access. After attempting dilation with a 14fr dilator, the device was tried again but it could not still be inserted. Upon removal of the device, it was noted that the tip of the dilator was kinked. Consequently, the procedure was cancelled due to same device being unavailable. There were no patient complications reported as a result of this event. The device was contaminated and disposed of and will not be returned for analysis.